Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump housing was broken causing the cartridges to come off the pump easily. There was no adverse impact to the customer's blood glucose level. Reportedly, customer will continue to use pump.

Event description:
Reportedly, cartridges became dislodged from the pump when customer attempted to remove or replace pump case. It was also reported that the o-ring came off a cartridge.

Manufacturer narrative:
Corrected data: add b5, h6